Event description:
It was reported that the patient's right ventricular lead exhibited high, out of range pacing impedance and high capture threshold. The affiliated implantable cardioverter defibrillator was reprogrammed to a higher pacing output along with other setting changes to address the issue. The patient was stable.